Event description:
Information was received from a patient (pt) representative regarding a pt who was receiving unknown drug via an implantable pump for non-malignant pain. The reason for call was pt representative mentioned that the pt needs an MRI, the facility needed to know about the pump. Caller mentioned that the pump "was removed in 2013 but left the catheter in and capped the end of the catheter so the spinal fluid didn't leak". Agent reviewed healthcare provider (hcp) role and redirected them to hcp. Agent reviewed information and offered to transfer caller to registration. Caller mentioned that they need to find out about the catheter first then ended the call. Additional information was received from the patient (pt) stating that the device was removed because the therapy was not helping. They reported that the battery needed to be changed, but the patient did not want the pump anymore, so it was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.